Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch vita meter was giving inaccurately high readings. The technical service representative (tsr) contacted the patient to obtain and verify information; however, was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On the morning of (B)(6) 2013 the patient obtained the fasting blood glucose reading of 240 mg/dl on the reported meter, which he claimed was inaccurately high compared to his expected values. Based on that reading, the patient took the dose of 60 units lantus insulin. One hour afterwards, the patient experienced the symptoms of "hypoglycemia." It would have been helpful to determine the patient's expected values, his insulin regimen, his specific symptoms and if he administered any self-treatment or sought medical attention. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on elevated meter readings. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot#: not provided.